Event description:
Patient underwent glaucoma tube shunt implantation in the right eye on (B)(6) 2024 and the corneat everpatch was used to cover the tube. At pow4, the conjunctiva was noted to have retracted and the everpatch was exposed. The patient has been observed with no further intervention to date.